Event description:
Burned/ scalded [thermal burn]; using for pain from my torn meniscus [intentional device misuse]. Case description: this is a spontaneous report from a contactable consumer reported for self. A patient of unspecified age ethnicity and gender started to receive thermacare heatwrap (thermacare knee & elbow), from an unspecified date to help the pain from my torn meniscus. Relevant medical history and concomitant medications were not reported. The patient reported "when I wore it on my knee, it burned my skin so bad that I had burn marks on both sides of my knee for 4 days. This is not a good product. It literally burned my skin". The patient also reported it scalded my knee. Event occurred on an unspecified date. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (18jul2016): new information from a contactable consumer included: reaction data (additional event: using for pain from my torn meniscus and event description: it scalded my knee) and indication. Company clinical evaluation comment based on the information provided, the event thermal burns with scalding as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event intentional device misuse is assessed as associated with the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event thermal burns with scalding as described in this case is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event intentional device misuse is assessed as associated with the device. This case meets initial 10-day EU and 30-day FDA reportability.

Manufacturer narrative:
This investigation was conducted for an unknown lot number knee & elbow12-hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assessment and rationale: a lot trend was not performed as the lot number is unknown. Sample status was not received.

Event description:
Event verbatim [preferred term]. Burned/ scalded [thermal burn], using for pain from my torn meniscus [device use issue]. Narrative: this is a spontaneous report from a contactable consumer reported for self. A patient of unspecified age and gender started to use thermacare heatwrap (thermacare knee & elbow), from an unspecified date to help the pain from my torn meniscus. Relevant medical history and concomitant medications were not reported. The patient reported "when I wore it on my knee, it burned my skin so bad that I had burn marks on both sides of my knee for 4 days. This is not a good product. It literally burned my skin". The patient also reported it scalded my knee. Event occurred on an unspecified date. The patient also reported that "I have the packaging but I threw away the wrap. It burned me so bad that I didn't want it around. I am not kidding that it scalded my knee. I have a witness to it. I was hoping that it would help the pain from my torn meniscus but it intensified it with the burns." Action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. Additional information received from product quality complaint (pqc) group included investigation results. This investigation was conducted for an unknown lot number knee & elbow12 hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assessment and rationale: a lot trend was not performed as the lot number is unknown. Sample status was not received. Follow-up (18jul2016): new information from a contactable consumer included: reaction data (additional event: using for pain from my torn meniscus and event description: it scalded my knee) and indication. Follow-up (14sep2016): follow-up attempts are completed. No further information is expected. Follow-up (08jun2020): new information received from product quality complaints (pqc) group included: product quality investigation results. No follow up attempts are possible. No further information is expected.